Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The cause of peritonitis was not reported. The patient presented to the outpatient clinic and was not hospitalized; however, was treated with vancomycin (2000mg, intraperitoneal, every three days for two weeks) and ceftazidime (1000mg, intraperitoneal, daily for two weeks) for the event. At the time of this report, the patient was recovering from the event and remains asymptomatic. Pd therapy was ongoing. The reporter declined to provide additional information.